Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A short simulated therapy was successfully performed. The reported problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified audible alarm. The patient was connected at the time of the alarm. This occurred after the care giver cycled power on the device and it went to press go to start. The technical service representative arranged to swap the homechoice device. The patient would continue with continuous ambulatory peritoneal dialysis until the new device arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.